Event description:
It was reported that a remote alert was received from the cardiac resynchronization therapy defibrillator (crt-d), indicating that the right ventricular (rv) lead shock impedance measurement was elevated and out-of-range (129 ohms). Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shock impedance had been increasing gradually. There was no evidence of noise consistent with a mechanical issue, and the other rv lead parameters were acceptable. However, ts recommended a thorough in-clinic evaluation to assess the rv lead integrity via provocative maneuvers, isometrics, and diagnostic imaging. Additionally, potential commanded shock testing was also mentioned, to determine the measurement of a delivered shock. Ts also stated that the shock impedance alert could be raised. It was mentioned that the patient lives in a very remote area, which may make scheduling a follow-up appointment difficult. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received from the cardiac resynchronization therapy defibrillator (crt-d), indicating that the right ventricular (rv) lead shock impedance measurement was elevated and out-of-range (129 ohms). Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shock impedance had been increasing gradually. There was no evidence of noise consistent with a mechanical issue, and the other rv lead parameters were acceptable. However, ts recommended a thorough in-clinic evaluation to assess the rv lead integrity via provocative maneuvers, isometrics, and diagnostic imaging. Additionally, potential commanded shock testing was also mentioned, to determine the measurement of a delivered shock. Ts also stated that the shock impedance alert could be raised. It was mentioned that the patient lives in a very remote area, which may make scheduling a follow-up appointment difficult. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6a.